Manufacturer narrative:
H6 medical device problem code has been corrected.

Manufacturer narrative:
The device history record (DHR) was reviewed showing that the lot was manufactured according to standards and that there were no discrepancies that could be related to the event reported. No picture or physical sample was provided for investigation. If a sample is returned in the future this complaint will be reopened and a new investigation will be executed. No root cause or corrective action could be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported moisture was noted under the PICC dressing, the charge nurse notified of possible PICC leaking at or near the insertion site. Fellow to bedside. PICC catheter was found to be leaking where it joins the securement butterfly device that is part of the line. The PICC was removed and 7 venipuncture attempts were made to establish venous access.